Event description:
It was observed that during the device evaluation, the flex video scope exhibited clogged nozzle due to which water removal ability does not meet the standard value. Here was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: clogged nozzle due to which water removal ability does not meet the standard value should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.